Event description:
Patient had been using the above-mentioned catheter for over 7 years. On (B)(6) 2014 a new catheter was inserted. Two days later it was noticed that the color of the catheter at the insertion point into the body was coming off. On (B)(6) 2014 all the color had been lost. Patient was taken to the hospital where the catheter was changed. Patient was discharged home. On friday (B)(6) 2014 patient returned to the hospital where he died on monday (B)(6) 2014 from aspiration. Bard was contacted and said they had never received such a complaint, but that the red color that came off was barium sulphate embedded in the catheter. They have sent a return kit for the discolored catheter to be sent back to them for investigative purposes. Patient's son also says he has pictures of the discolored device. It is worth noting that the patient's death was not due to the discolored catheter but due to aspiration. Yet they are unsure as to the consequence of the discoloring.